Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment for the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported that the patient experienced bacterial peritonitis manifested by nausea and abdominal pain and was hospitalized the same day. The cause of peritonitis was unknown. On the same day as the onset, the patient began treatment with cefuroxine (intraperitoneally, for two weeks, dosage not reported). Eight days after the onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.